Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose readings on three occasions, treated each time with oral glucose, with no reported symptoms and subsequent stabilization in range. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of user-administered oral carbohydrate. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.